Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: (B)(6) hospital.

Event description:
During a therapeutic endoscopic mucosal resection (emr) when attempting to load the rotatable clip fixing device to stop bleeding, approximately 4cm of the tip detached and fell inside the intestinal tract of the large intestine. The tip that fell into the body has been recovered with the use of grasping forceps. No unplanned diagnostic imaging was required to confirm the subject device was removed. There were no health hazards to the patient. The procedure was delayed by less than 30 minutes and completed with use of a similar device. It was noted that the tech had confirmed prior to the procedure that the clip had no defects.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11. Corrected fields: h5, h8. The device was returned to olympus, and the reported failure was confirmed. The coil sheath was broken about 55 mm from the distal end. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.